Event description:
Spontaneous call from patient spouse. Patient¿s pump 445717 kept alarming last night. On 3 occasions, it notified the patient to replace cartridge. Patient used back up pump and is doing fine. Patient aware pharmacy will send replacement. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Strength: 10mg/ml. Dose or amount: 89nkm, frequency: continuous infusion, route: sq. Dates of use: from (B)(6) 2017 to current. Diagnosis or reason for use: pah. Reported to (B)(6) by: patient/caregiver.